Event description:
Following a catheterization procedure, an angio-seal device was placed. An unknown amount of time later, a retroperitoneal bleed was diagnosed and the pt was taken to surgery. The surgeon reported that the pt had a second puncture (posterior) in the femoral artery. This second puncture was reported to be located proximal to the angio-seal site. In addition, the surgeon noted that the angio-seal device collagen was partially situated intra-arterially. The surgeon reportedly believes that the retroperitoneal bleed (from the posterior puncture site) may have been caused or contributed to by a stenosis distal to the posterior wall puncture. The operative reports will not be made available to the MFR. However, there have been no further reports of pt sequelae to the MFR at this time.